Event description:
Procedure: laparoscopy (non-specific). Reportedly, the surgeon inserted the needle and the needle broke at the white plastic area (hub). The surgeon located and removed the needle from the cavity. No injury reported.